Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to turn stimulation on. An impedance check revealed invalid impedance. X-rays revealed the lead appears to be cut. The pt will undergo surgical intervention to address the issue.